Event description:
Consumer used antibiotic band-aid's for several days to cover superficial cut. Consumer reported that on 10/27/1997, when she removed product, she noticed redness and swelling in the shape of a square. She went to the emergency room, where she was diagnosed as having cellulitis and treated with cephalexin 500mg 4 times per day, bacitracin ointment and warm soaks 4 times per day.